Event description:
On (B)(6) 2007, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the devices were deployed, an angiogram revealed a proximal type I endoleak. The system of devices was placed at the level of the lowest renal artery, and could not be extended any further proximally. The physician chose to take a wait and watch approach. On (B)(6) 2012, an angiogram confirmed a proximal type I endoleak contributing to aneurysmal enlargement. The aneurysm had grown a reported 3 mm. The physician suspects heavy calcification in the infrarenal neck may have caused the endoleak. On (B)(6) 2012, the pt was implanted with a gore aortic extender component to treat the proximal type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.